Event description:
Reportedly, an in-vitro calibration error occurred and svo2 could not be measured. No patient injury reported.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Information was learned through implant patient's registry. The DHR review has been started. This was determined reportable to FDA per edwards lifesciences procedures. Customer letter not required. Device not returned, discarded at hospital.

Event description:
Reportedly, the device was explanted after an implant duration of 4.3 months for unknown reasons. The same model was implanted as a replacement. No further details were provided. The device will not be returned as it was discarded at hospital.